Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that normal battery depletion was indicated on the ipg. It was also undetermined whether the reported issues of oversensing, noise and impedance were related to the ipg or the rv lead. The ipg was explanted and replaced. The rv lead exhibited rising thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.